Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73e1900153 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during gastrectomy op, customer tried to pre-test, but the clip is jamming and not opening.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with the rotation tab bent. The indicator clip was in the jaws, indicating that there were no clips remaining. The sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no ratchet sound could be heard indicating that the internal ratchet ears are broken. The sample was received with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. The bent rotation tab is an indication that the clips were out of position and stacking on one another in the channel. The broken ratchet caused the clip stack. Although no clips were remaining, the broken ratchet could prevent the clips from properly loading into the jaws. It could not be determined what exactly caused the ratchet ears to break. A CAPA has been previously opened to further investigate loading and feeding issues. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The broken ratchet could prevent the clips from loading properly. It could not be determined what exactly caused the ratchet ears to break but a CAPA has been previously opened to further investigate loading and feeding issues. The reported complaint of "clip(s) not opening" was not confirmed based upon the sample received. Since no clips were returned, it could not be confirmed that the clips were not loading properly. However, a defect was confirmed since the sample was returned with the internal ratchet ears broken. The broken ratchet could prevent the clips from loading properly into the jaws. It could not be determined what exactly caused the ratchet ears to break. A CAPA has been previously opened to further investigate loading and feeding issues.

Event description:
It was reported that during gastrectomy op, customer tried to pre-test, but the clip is jamming and not opening.